Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited torque buildup, resulting in a ¿barber-pole¿ appearance consistent with insulation twisting. Due to the twisting, the lead could not be advanced or implanted as intended. Multiple attempts were unsuccessful. The rv lead was removed and replaced, and the patient remained stable.

Manufacturer narrative:
The reported event of ¿it was found to have a gone through a lot of twisting and torque build-up that gave it a ¿barber pole¿ appearance¿ was not confirmed. A complete lead was returned for analysis. Visual inspection of the lead did not find any anomalies on the returned lead. Electrical testing did not find any indication of conductor fractures or internal shorts.